Event description:
It was reported that the patient had increased spasticity and fluid collection over the catheter side. A dye study was done in 2008 and the catheter was found to be fractured. The patient was scheduled for a catheter revision. The pump was used to deliver baclofen. See manufacturer's report #6000030-2008-00685. It was further reported that the patient had also experienced a fever, a headache, and a csf leak. On four days prior to original date, an x-ray showed the catheter to be in place. The patient's catheter was revised three days after the original date. Then on five days later, the hcp removed the entire system due to a possible infection. The patient's symptoms included an elevated white blood cell count; the other symptoms were unspecified. The hcp did not believe it was device related. The patient recovered without sequela.